Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: the device was set on tissue for a jejunojejunostomy, but the tissue was not cut and the device could not be removed. The surgeon cut the bowel and it was anastomised by hand. According to surgeon, it was quite hard to rotate wing nut before the tissue was approximated. Before firing, the green bar was confirmed and the handle was firmly squeezed. No bleeding occurred. There was additional tissue damage to remove the device. Nothing fell into the pt cavity. Operative time was not extended more than 30 mins. Follow-up for the pt is ongoing.

Manufacturer narrative:
(B)(4).